Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported there was a leak in the blender. A replacement blender was ordered. The replaced blender was tested with a test lung and passed. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.